Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown 325cc textured gel implant and experienced right sided rupture post procedure. The rupture was confirmed by mammography. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/13/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 1/19/2019. In addition to the rupture reported previously, baker's grade ii capsular contracture and a right medial breast silicone granuloma was also noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/7/2019 mentor received additional information stating that the capsular contracture previously reported was bilateral. See 1645337-2019-08495 for contralateral prosthesis report. On 2/8/2019 the impacted product was revealed during the product investigation. The impacted product was a 325cc mentor memorygel breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 263803, and no non-conformances related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 2/12/2019. Device evaluation summary: upon receipt by mentor the gel contained in the device appeared clear. Orange and brown material was observed within the device. Orange material and gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint of rupture was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the orange and brown material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials such as silicone. Manufacturer¿s reference number: (B)(4).